Manufacturer narrative:
((B)(4). Product evaluation in progress.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 130 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is month of may 2015 (3 months). Recall test results performed from meter memory: 1: 386mg/dl (B)(6) 2015 06:39 am fasting: no; 2: 93mg/dl (B)(6) 2015 10:56 pm fasting: yes; 3: 100mg/dl (B)(6) 2015 11:10 pm fasting: no; 4: 93mg/dl (B)(6) 2015 10:45 pm fasting: yes; 5: 67mg/dl (B)(6) 2015 11:02 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 130 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2015 (3 months). Recall test results performed from meter memory: (B)(6). Adverse event not reported.